Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the philos plate (5h) has broken six (6) weeks post-op. Hardware removal and revision procedure was done on an unknown date with a longer philos plate. No further information provided. During manufacturer's preliminary investigation of the returned devices it was identified that unknown screw is jammed in the returned philos plate. This report is for one (1) 3.5mm lcp proximal humerus plate-standard 5h shaft/114mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the philos 3.5 5ho sst (p/n: 241.903, lot number: 21p4136) was received at us cq. Visual inspection of the complaint device showed the plate had broken into two pieces and both of the broken pieces were returned. Additionally, the plate had surface scratches all along the surface, which do not have any impact on the functionality of the device and a screw was returned assembled in the plate in one of the locking holes of the plate. This complaint is confirmed as the plate has broken off into two pieces. While a definitive root cause could not be identified, it is possible that an unintended force on the plate could have contributed to the complaint condition. No design issues were observed during the document/specification review. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot = part: 241.903-us, lot: 21p4136, manufacturing site: raron, release to warehouse date: 25.oct.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.